Manufacturer narrative:
H.10: no DHR and shr could be performed since no serial number was provided. No device, between the ones in use at the hospital, was upgraded with vacuum and sealing kit at the time of the surgery. Through follow-up communication with the chief perfusionist under previous cases from the same hospital, livanova deutschland learned that the water in the heater-cooler systems 3t in use is changed every day and they are stored dry. This is not in alignment with current instruction for use however reportedly the devices in use at the hospital are very clean and there is no sign of biofilm. The devices are located inside the operating theater during use. The result of microbial sampling performed at customer site revealed that two devices in use at the hospital were found to be contaminated. It is not possible to determine if the device used for this specific surgery was one of the two devices confirmed to be contaminated. A relationship between device and reported event could not be determined. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Manufacturer narrative:
Patient information was not provided. Serial number is unknown. This information will be provided in a supplemental report if made available. As the serial number is unknown, the device manufacture date could not be determined. This information will be provided in a supplemental report if made available. Livanova (B)(4) implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). The device serial number used during surgery is unknown. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova received report that a male patient underwent cardiac transplant on (B)(6) 2019 and an heater-cooler 3t system was used. Reportedly, patient showed signs of infection beginning in the fall of 2020 and diagnosed with chorioretinitis and later developed anorexia, fatigue, lightheadedness, dizziness, blurred vision, a (B)(6) weight loss, and a lesion on his sternal incision. On (B)(6) 2021, underwent an operation to evaluate his sternal lesion. Three sternal wires were removed and the wound was drained and sent for acid fast bacilli testing. This testing showed cutibacterium and m. Chimaera. Patient is still undergoing treatment.

Event description:
See initial report.

Manufacturer narrative:
D.4. The serial number of the 3t heater cooler was (B)(6). The catologue, the sn and UDI have been updated. H.4. The serial number of the 3t heater cooler was (B)(6). The manufacturing date has been updated. H.11.: throught follow up, livanova was informed that patient symptoms began in (B)(6) 2020. M. Chimaera was confirmed by culture. DHR review of possible involved device serial number has been completed and did not identify any deviations or non-conformities relevant to the reported issue (please refer to DHR-014902). Source of patient contamination remains unknown and the livanova device involvement as well. Livanova already implemented a strategy to decrease the probability of bacteria grow in the hc device by applying multiple measures implemented over the past few years through dedicated CAPA and field action. The device possibly involved and in use at the hospital at the time of surgery ((B)(6) 2019) was not equipped with vacuum and sealing kit since upgrade activity was performed on (B)(6) 2020. Livanova became aware of these cases through legal actions. We do not expect to receive additional information in the near future. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.